Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was deceased. The patient¿s spouse alleged that the implantable cardioverter defibrillator (ICD) implant may have contributed to the patient¿s death. Follow up with the patient¿s physician indicated that the patient passed away prior to discharge five days post implant. The cause of death was unknown.